Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The evaluation codes were not completely filled because it is needed the new codes. The system of the company used to sent the mdrs to FDA are not updated with the new codes yet.however, we are already working on the system update. Once the system is updated with the new codes a follow up report will be send with the missing codes as soon as possible.

Event description:
(B)(4). ¿ the dentist reported that nearly 1 year after dental implant was installed in intraoral region 3#, its non-osseointegration was observed. The patient presented bone type IV and 35ncm of primary stability was achieved.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The evaluation codes were not completely filled because it is needed the new codes. The system of the company used to sent the mdrs to FDA are not updated with the new codes yet.however, we are already working on the system update. Once the system is updated with the new codes a follow up report will be send with the missing codes as soon as possible.

Event description:
(B)(4) ¿ the dentist reported that nearly 1 year after dental implant was installed in intraoral region 3#, its non-osseointegration was observed. The patient presented bone type IV and 35ncm of primary stability was achieved.